Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the right voltage (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable after the procedure.